Event description:
The patient started having some problems and was ¿taken out in late 2009 or late 2010 because it would not stay anchored down.¿ the doctor that put the battery pack in took it out but left the stimulator device in. The patient could not feel the ¿battery.¿ it was also reported that ¿they cut it off at the wires and told me that if I wanted the stimulator itself the metal piece in my back removed then they would have to call in the neurosurgeon but it was not something he¿d advised because there would be a lot of scar tissue around it.¿ it was noted that ¿you can still see the wires in my x-ray.¿ it was clarified that the ¿unit was still there.¿ additional information has been requested.

Event description:
It was further reported that the patient was still having concerns but was working with her physician and/or a company representative. The patient had an upcoming appointment on 2014-(B)(6).

Event description:
Additional information received clarified that the implant was removed in 2010 because it would not stay anchored at the site. It was noted the patient still had the lead wire implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), product type: lead. Product ID: 39565-30, serial# (B)(4), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 37743, serial# (B)(4),product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).